Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (esssure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the proximal end of the fallopian tube is a tightly coiled silver metallic essure device.') In an adult female patient who had essure (batch no. A38611) inserted for female sterilisation. The patient's medical history included paratubal cyst, endosalpingiosis, biopsy, luteal cyst of ovary, chronic cervicitis and pelvic pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: tailing coil- left 3, right 3. Lot number- a38611. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records-embedded device. Most recent follow-up information incorporated above includes: on 30-jun-2021: medical record received : reporter information, medical history, rcc event medical device removal replace embedded within the proximal end of the fallopian tube is a tightly coiled silver metallic essure device. With and lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the proximal end of the fallopian tube is a tightly coiled silver metallic essure device.') In an adult female patient who had essure (batch no. A38611-not valid) inserted for female sterilisation. The patient's medical history included paratubal cyst, endosalpingiosis, biopsy, luteal cyst of ovary, chronic cervicitis and pelvic pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: tailing coil- left 3, right 3 . Lot number reported a38611 is not valid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records-embedded device. Most recent follow-up information incorporated above includes: on 9-jul-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (esssure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.